Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 85-150mg/dl fasting. Verified test strips expire 09/17/2018. Confirmed customer's test strips are being stored properly and opened vial date 12/10/2015. Customer performed a back to back blood test 238mg/dl and 210mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:238mg/dl. Customer called in states he is reading e-3. While troubleshooting customer received a result 238mg/dl and states it is much higher than what his doctor recommends. Customer states his target range is 85-150mg/dl. Customer states he was just discharged from the hospital. Customer states he was admitted with 650mg/dl and discharged with 300mg/dl. Customer denies signs and symptoms of high blood sugar and denies need for medical attention at the time of call. Customer only had 2 results in the meters memory at the time the results were obtained.